Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 165 mg/dl. Upon troubleshooting, insulin did exit the tubing during a fixed prime. The customer's mother stated that she was unable to remove the infusion set to inspect whether there had been a bent cannula. Advised the customer to change the entire infusion set. The caller also mentioned a past no delivery alarm, for which she declined troubleshooting. The most recent blood glucose reading was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.